Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with v-go user. She called in to complain about the adhesive letting lose which caused the device to poke her numerous times with the exposed needle. This happened after wearing the device for only 3 hours. She wears it on her abdomen. She preps the area correctly. She is on blood thinners, but stated no extreme bleeding. She stated it was like a mosquito bite without the itching. She was poked 3 times and each was about the size of a dime. She denied any infection and it healed in about a week. She stated that her glucose levels were not affected because she changed the device quickly. She stated she felt the adhesive was not of good quality and therefore did not adhere well. She avoided clothing interference as well as any skin folds. Device contribution to her being stuck with the needle cannot be excluded. This is not a serious event.

Event description:
The patient called in to report that she had a v-go lift off her body today after only having it on for 3 hours. The patient stated that she did clean the infusion site area with an alcohol swab and let the area dry. The patient also mentioned as well that a few weeks ago she had a v-go lift off her body while she was taking a shower. This happened a few weeks ago but she could not remember the exact date of that it actually occurred. The patient also mentioned that before the v-go became loose that the needle poked her in 3 different places. The patient informed us that she did save a picture in her mobile phone as to where the needle poked her. The patient mentioned that she is on blood thinners and anticipates that the 3 spots that this happened with will take a few days to go away. It was reported that the device is available for return to the manufacturer for evaluation. However; to date has not been returned.